Manufacturer narrative:
Pump unable to prime during prime and force system sensor test due to faulty force system sensor. Unable to verify no delivery alarm due to prime anomaly. Pump passed idle current test, run current test, self test,off no power test, restart error test, basic occlusion test, displacement test. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Unable to perform occlusion test and no delivery test due to prime anomaly.

Event description:
The customer reported via phone call that a no delivery alarm was received during manual prime. The customer's blood glucose reading was 285 mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir and reconnect and insulin exited the tubing but the pump alarmed no delivery. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.